Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) identified that the device was in disconnect mode and operating under critical override. The fse performed corrective actions by clearing storage space on the local drive, verifying network connectivity, disabling the windows firewall, and restarting the data synchronization process. The fse also disconnected the bluetooth adapter, temporarily disabled the eset antivirus application, and reconfigured the network settings from static addressing to dynamic host configuration protocol. The fse then followed up with the customer to confirm system functionality and noted that the issue had already been resolved by the technical support center, after which the customer confirmed satisfaction with the system performance. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system device was not communicating. Customer tried to restart, but issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.